Event description:
It was reported that the patient did not hear the toning from the device. It was also reported that the implantable cardiac defibrillator (ICD) had a power on reset (por) and critical ram parity error. The lead integrity alert (lia) was reinstalled and the ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One por (power on reset) for critical ram parity error, addr=1853, data=01 on (B)(6) 2011. One patient alert for device circuit error on (B)(6) 2011.